Event description:
A healthcare professional reported that during the irrigation/aspiration phase air bubbles appeared. No pt harm reported. Surgeon reported that this event aggravated the visibility during surgery. Additional info has been requested.

Manufacturer narrative:
The investigations including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available, if no investigation conclusion has been completed. (B)(4).